Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. An onsite visit was made by a field service engineer (fse) to evaluate the device. The fse confirms an e 384 evt_press_sensor_mismatch service required alarm was observed. The device's machine flow sensor was found to be contaminated with dust/dirt and was replaced to address the issue. This record is a duplicate complaint. This issue has already been reported to the FDA on tw 5048248 2518422-2024-52213. This complaint should be closed as a duplicate.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. An onsite visit was made by a field service engineer (fse) to evaluate the device. The fse confirms an e 384 evt_press_sensor_mismatch service required alarm was observed. The device's machine flow sensor was found to be contaminated with dust/dirt and was replaced to address the issue.